Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging cable for the ilet did not stay seated in the charger, requiring the user to hold the cable in place for the device to charge, and the charging pad did not function across multiple outlets. Symptoms included no clinical effects. Outcomes included no alerts or alarms, no reported impact to blood glucose, and no need for medical care. Investigation included a review of the complaint and troubleshooting by customer support. Investigation of this case revealed a reported failure of the external charging accessory. It was concluded that a replacement charger was provided as a goodwill order and that the event did not result in patient harm.